Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a continuous ambulatory peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with vancomycin injection (1gm, every 5th day, ongoing), fortum injection (1gm, once daily, ongoing) and amikacin injection (125mg, once daily, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that five days after the event onset, the patient's catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis (twice a week). The patient was discharged from the hospital 16 days after the event onset. On an unknown date, antibiotic treatment was discontinued and the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.